Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was particularly bad the day before the report. Patient was taking imodium to help with their bowel movements and noted it may be due to the antibiotics they were taking. No further complications were reported.